Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient cannot be requested at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Patient representative reported patient experienced "chronic pain," "fear and mental anguish," "anxiety" and "worry." Patient representative additionally reported "scarring and disfigurement, hospitalization, infection," "depression, anxiety, panic disorder, ptsd, chronic insomnia, significant weight loss, chronic gastrointestinal upset, diarrhea and nausea on an ongoing bases," "other injuries and damages," and "grief"; these events are not related to the device. Device has been explanted.